Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 the patient was admitted to the hospital with a diagnosis of dka. The patient's admitting blood glucose level was 803 mg/dl, and she was treated intravenously with fluids and insulin. The patient was discharged from the hospital on (B)(6) 2012. The reporter alleged the pump may have contributed to the patient's elevated blood glucose levels. There was no information provided about the pump's settings or functions, as the reporter refused to troubleshoot the pump. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and was admitted to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.